Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024 , non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.